Event description:
Additional information indicated that a break/fracture on the extension was determined by observing impedances over 30,000 ohms. Patient status at the time of this report was noted as alive with no injury/no adverse event. Actions required as a result of the event were surgical intervention - the patient was scheduled for revision on 2013-(B)(6). Patient symptoms/complications were noted as less than 50% therapy relief. Four days later it was reported that during revision the pocket was opened and connections were checked, set screws were tightened and impedances rechecked. All impedances were within normal range.

Event description:
Additional information received reported that during the revision the connections on the adapter were checked and it was "immediately" found the connections were not sufficiently tightened ¿to spec.¿ it was noted the connections were loose when the health care professional ¿went to tighten them.¿ it was further noted the patient was doing ¿very well.¿ it was noted there were ¿no lingering effects¿ and the patient¿s issues had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a return of symptoms and had been falling a lot. It was unclear if the patient experienced return of symptoms prior to or following the falls. The patient saw her physician the day prior to report and was told something regarding an open circuit. Details of the issue were unknown. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 64002 lot# n348743, implanted: 2012 (B)(6), product type adapter product ID 3389s-40 lot# v353789, implanted: 2009 (B)(6), product type lead product ID 3389s-40 lot# v353789, implanted: 2009 (B)(6), product type lead. (B)(4).